Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that the customer was hospitalized on (B)(6) and (B)(6) in the intensive care treatment due to elevated blood glucose results. The blood glucose results and treatment provided were unknown. The caller reported that the most recent event occurred on (B)(6) 2022 and the customer was admitted to the hospital in the intensive care unit due to hyperglycemia. The blood glucose results obtained at the hospital were not provided. The customer was treated for hyperglycemia, however the type of treatment was unknown. The customer was admitted into the hospital 7 days. The customer has switched to insulin pen therapy and blood glucose levels have returned to normal.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.